Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to remove any syringes from the station. All syringe items appeared greyed out and were not selectable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to pull narcotic. A technical support specialist (tss) dialed in, checked the event viewer and referenced knowledge article - medstation es - facility sync settings are blank. It was confirmed that user was assigned to the correct area and no errors appeared in the data synchronization debug logs. Additional details were gathered to determine whether the issue affected one user or multiple users, and a sample medication identifier was requested. The device was rebooted so it could be used. The investigation continued on the server side, and sme was contacted as recommended in the knowledge article. After dialing into the server, the session was shared with the sme, who ran the query and reconfigured the synchronization server settings. The system functioned as intended after the technical support specialist troubleshot the device.